Event description:
Boston scientific received information that this implantable right ventricular lead had previously been revised due to the lead beginning to erode through the patient's skin. Subsequently noise that resulted in pacing inhibition in one out of every six beats had been noted. The patient was pacemaker dependent but was asymptomatic. The lead was reprogrammed from nominal to least sensitivity which resolved the oversensing. Approximately three years later, the patient was in clinic for a routine device follow up. Noise was found on the lead and could be reproduced with isometrics. The physician suspected a lead fracture. A lead revision procedure was performed where the lead was explanted and replaced. The lead was unable to be retrieve to be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.